Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempt is being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used? Vicryl suture. Confirm, devices are not available to be returned for analysis?

Event description:
It was reported in a journal article that the patient underwent a gastroenterological surgical procedure between (B)(6) 2009 and (B)(6) 2013 and the suture was placed interrupted for abdominal fascia closure. Following the procedure, the patient was treated with antibiotics for superficial incisional infection and it was possible that the development of a superficial incisional surgical site infection prolonged the hospital stay. Additional information has been requested.